Event description:
Doctor reported that an injector failed during during insertion when the plunger pierced the cartridge near its end and breached the side, leaving the intraocular lens (iol) lodged in the incision. The surgeon retrieved the lens into the anterior chamber and positioned it, although it was slightly deformed. The lens was then removed ab interno with a mushroom hook. The scrub was experienced. The plunger normally slid along one side of the cartridge; in this case a sharp component likely caught the channel and gouged through the plastic. The used cartridge was discarded despite a request to retain it. No other information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown/information not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/ replaced in the initial surgery. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.